Event description:
It was reported that cartridge alarm 20 occurred on pump. There was no adverse impact to the customer¿s blood glucose level. Customer initially planned to change cartridge at home and later reported that cartridge was successfully replaced and insulin delivery was resumed.